Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose level with food. The customer stated that the drive support cap appeared normal. Customer was neither in emergency, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer alleged the insulin pump for over delivery as they had 2 low blood glucose levels this morning. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.08730 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing.